Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that, reportedly, a revision surgery was performed due to patella-femoral pain. The date of implantation is unknown. Per communication, the patient had a uni replacement done. One x-ray photo was provided for review but it does not indicate a reason for the patella femoral pain .details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the limited information provided the root cause of the reported patella-femoral pain could not be determined. Progression of disease cannot be ruled out. The impact to the patient beyond the revision cannot be concluded. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Pain is potential complications associated with any surgery. Some potential probable causes of this event could include patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaints will be reopened.

Event description:
It was reported that a revision was performed due to the patient developing patella-femoral pain. The patient had a uni replacement done.